Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the drill stop for 4.5mm /6.5mm stepped drill bit in the femoral recon nail tray broke off in the femoral head of the patient intraoperatively. Tried to retrieve the broken bit with the pituitary. There were a few extra x-rays taken when attempting to retrieve the broken piece. The broken piece was left in the femoral head. There were 10 minutes of surgical delay. The procedure successfully completed. No patient consequence. This complaint involves one (1) device. This report is for (1) drill stop for 4.5mm/6.5mm stepped drill bit. This is report 1 of 1 (B)(4).